Manufacturer narrative:
Other, other text: additional information d5 operator of device. This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4)., corrected data: h6 patient codes, device codes, result codes and conclusion codes.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device ustomer's reported problem was verified. The pump was found to be displaying "battery removed, pump won't run" alarm message while after pump started. Visually inspected the pump and found it had bent the ground shield and pinched back a piezo's white wire, which shorts to the microprocessor unit board. Straighten ground shield and removed the pinched wire solving the issue. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy 1, 6400 infusion pump,battery removed alarm(while testing). No patient involvement.